Event description:
Technologist injected patient for IV contrast, withdrew needle to advance catheter. No catheter was found. It was assumed catheter broke off into patient. Patient had x-rays to locate catheter. No catheter found. Area around pt investigated. No catheter. Leftover safety holder of needle showed catheter still on needle.